Event description:
Following a high dose rate afterloader treatment, the customer informed nucletron that the post treatment record did not agree with the pre treatment record. The dwell times on the post treatment record were that of the previous fraction.